Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip was found with smudged, illegible scale markings before use when eylea medication was drawn into the syringe. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: "the reporter denied any adverse events or missed doses due to this event. Per the reporter, on (B)(6) 2019, while the nurse was withdrawing the medication into the syringe, she noticed the syringe was ¿misstamped¿ and the ml gradations were smudged and unreadable. The reporter said it looked like the syringe had moved while it was being stamped during production. The medication was not used. The patient successfully received a dose from a new eylea kit."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe luer-lok¿ tip was found with smudged, illegible scale markings before use when eylea medication was drawn into the syringe. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: "the reporter denied any adverse events or missed doses due to this event. Per the reporter, on (B)(6) 2019, while the nurse was withdrawing the medication into the syringe, she noticed the syringe was ¿misstamped¿ and the ml gradations were smudged and unreadable. The reporter said it looked like the syringe had moved while it was being stamped during production. The medication was not used. The patient successfully received a dose from a new eylea kit."